Event description:
The customer reported that upon receiving the device back from being serviced at philips, the device halted during the user initiated operational check (opcheck) at the charge button step, while making a clicking noise. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that upon receiving the device back from being serviced at philips, the device halted during the user initiated operational check (opcheck) at the charge button step while making a clicking noise. There was no pt involvement. The device was sent back to philips for eval and the stated problem was confirmed. It was also found that the device failed to display all leads ECG signals except for lead iii and it failed the pacing test. The device status log confirmed opcheck therapy and rfuprocess errors. The processor pca was found to have been the cause of this multiple symptom malfunction. Replacing the processor pca resolved the issue. The device passed testing and was returned to the customer.